Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received button alarms on multiple occasions. Reportedly, alarms stated randomly occurring without customer interaction to trigger alarms. Customer stated she is unable to tell if blood glucose levels were impacted. There was no reported impact to customer's blood glucose level.